Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient was to undergo an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium (2). The hemostatic valves broke. It was reported that when the scrub tech was trying to advance the dilator through the sheath the hemostatic valve broke. The sheath was replaced, but the same issue occurred. The vizigo sheath was replaced again, and the procedure was continued. No patient consequences were reported. The white hemostasis valve was dislodged inside the clear hub chamber. The hemostasis valve did not break into two or more pieces. The hemostasis valve did come undone from the hub/sheath. The sheath was not used on patient, the valve dislodge was noticed during set up on the first 2 sheaths. The 3rd sheath replacement was working perfectly during set up and during procedure. Hemostatic valve separation is MDR-reportable. This report is for the 1st device used in the procedure. The report for the 2nd device is in manufacturer report number 2029046-2022-00990.

Manufacturer narrative:
On 20-may-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient was to undergo an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium (2). The hemostatic valves broke. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device 50000089 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).